Manufacturer narrative:
Device not available for evaluation. No lot number provided. No root cause could be determined.

Event description:
The patient stated the first day he applied the v-go he had been feeling sick and was vomiting. The patient thinks he may have had the 24 hour flu. Hospital diagnosed as stomach flu. The patient stated after about 4 hours his blood sugar dropped to 42 and he passed out. The patient said his roommate called the paramedics who took him to the emergency room. The patient said he was in the hospital for 2 days.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results were: device appears to have functioned as intended. D10- device availability, h2 - device evaluation, h3 - device "evaluated" by manufacturer - yes, h6- method 10, results 213, conclusion 67.